Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. No system log files or screenshots were provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. The thread seal cap, collet closer, and spring from the carriage were detached and the carriage is recessed into the drill. A functional evaluation was performed. While it was observed that the collet assembly of the carriage came apart. It was also found that the o-ring gasket for the thread seal cap was shredded, and that the bearing balls were lodged into its groove in the thread seal cap. Although the reported issue could not be reproduced, it is likely that the collet assembly of the carriage coming apart is related to the observed failure. While a definitive cause could not be established, it appears that the bearing balls of the collet came loose from their slots, and that the o-ring gasket of the thread seal cap was destroyed and shredded inside the collet assembly. With the bearing balls loose from the collet, it would not be able to lock and secure a bur properly, allowing it to fall out or appear loose. Possible causes may have been related to some sort of damage or mishandling of the device, resulting in partial disassembly of the carriage. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka, when on distal femur cutting screen and starting to burr, the real intelligence robotic drill burr did not work properly, upon inspection it was noticed the burr was loose. When trying to reset burr in real intelligence robotic drill a communication error was received. Real intelligence robotic drill was unplugged and replugged a few times however it was unable to get to burr insertion screen without continued repetition of communication errors. Case even was closed out and rebooted. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.